Event description:
It was reported that the audible alarm seems muffled. The alarm volume settings were checked. Customer states, "reported even occurred before use on a pt. The unit it able to display values. The sound of the speaker is distorted." No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During eval the unit was able to power on but the front audible speaker was distorted. No externally identifiable issue with the speaker. Speaker is not short circuited, speaker is not open circuited, and there is no external visible damage. A service history record review reveals that this unit was in the field for over five years with no previous reported issues prior to this reported event.